Manufacturer narrative:
The technician replaced the 22-position connector to repair the bed.

Event description:
Information received indicates there is no scale display due to corrosion/fluid ingress onto the 20-position connector on the retracting frame.